Event description:
The manufacturer received information alleging that the screen wont turn on and external battery connector is cracked. There was no harm or injury reported. During the evaluation of the device, the third party service center visually inspected the device and confirmed rear enclosure cracked on bottom by battery and dc power plug broken. The device had significant errors in the error log such as e-282 int-li-on depleted battery high alarm, e-291 circuit check high alarm, e-110 low-pip alarm high alarm, e-118 low circuit leak alarm high alarm, e-121 patient disconnect alarm high alarm, e-165 low pep alarm high alarm. Device came in upgraded to the current version. The customer has requested that no repairs be done to the device, the device will be returned unrepaired and did not pass testing. Device must be fully evaluated prior to any future use on a patient.